Event description:
The customer stated that his blood glucose was tested using his contour meter and his dr's meter. The contour read 255 mg/dl, while the other meter read 117 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.